Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received power error detected alarm due to j6 connector resistance issue. Unit did not receive unexpected pump error upon testing.

Event description:
Customer reported via phone call post reset ram crc alarm and power error detected alarm on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer was advised the internal power source in the insulin pump was unable to charge. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.